Event description:
It was reported that a patient presented with a non-sustained right ventricular oversensing alert on their implantable cardioverter defibrillator due to intermittent capture. Programming changes were made to address the issue. There were no patient consequences.